Event description:
Procedure: robotic prostatectomy. According to the rptr: while using the idrvultra1 and egiaadapt, the reload (egia45amt), was loaded and opened and closed to make sure it was ready to be fired before being handed off to the surgeon. The surgeon then put the instrument through the trocar and articulated the instrument downwards. When the surgeon articulated it, they noticed that the black part of the reload, where the "load" arrow is, had broken off. The surgeon took the stapler out of the abdomen and retrieved the black piece that had broken off. This reload was taken off and another egia45amt was loaded and fired with good staple formation. Another reload was put onto the stapler and fired properly. No reinforcement material was used.

Manufacturer narrative:
(B)(4).